Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) level of 560 mg/dl; cause not known. A manual injection was administered to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer changed pump supplies to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.